Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge fill estimate was inaccurate. The customer reported the pump displayed a fill estimate of 105 units after loading the cartridge with 300 units of insulin. The customer's blood glucose was not impacted. The customer declined to perform troubleshooting as the issue occurred in the past.